Event description:
On (B)(6) 2025, at 14:30, the cpa patient was transported to the hospital. At 16:30, the heartbeat resumed, and an icy catheter (lot#: 206657) was inserted to initiate ivtm therapy. At 18:30, due to blood in the start-up kit (suk) tubing and a decreasing amount of saline in the saline bag, the catheter was removed and replaced with another catheter to resume therapy. The customer suspects a catheter balloon leak and about 200 ml of saline infusion into the patient's bloodstream. No patient injuries were reported.

Manufacturer narrative:
The reported complaint of a catheter leak was confirmed during a visual inspection of the returned icy catheter (lot#: 206657). The catheter was returned to zoll with its luered tubings completely cut off. However, blood residue was observed inside the balloons. Blood inside the catheter balloons typically indicates a leak somewhere in the catheter, confirming the reported complaint. Due to the condition in which the catheter was returned, the functional leak test could not be performed, and zoll could not precisely determine the location or type of leak. Visual inspection of the returned catheter was performed, and it was observed that the customer had completely cut off all of the luered tubings. The lumen tubings were cut at the proximal end of the manifold. Blood residue was observed inside the balloons; blood inside the balloons indicates a catheter balloon leak, confirming the reported complaint. Functional testing could not be performed due to the condition in which the catheter was returned. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous history of complaints was reported for the icy catheter with lot#: 206657.